Event description:
11/2/95 while under epidural anesthesia, the pt underwent an elective d&c, endometrial ablation and hysteroscopy. Toward the end of the procedure dr noted that the pt jerked when the cautery was used. The surgical staff checked the bovie and then changed the bovie cord. The case was concluded. The pt left surgery with no ill effects.